Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch vero test strips were sticking. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a month prior to contacting lfs. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. The patient claims she was "feeling sleepy" for the last 1-2 months. The patient denied receiving medical treatment. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of "sleepy" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because, the alleged product issue remained unresolved.